Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. No adverse patient effects were reported. The ra lead was explanted. Additional information indicated that the patient advocate informed about the patient undergone many surgeries and infection anomaly. Subsequently, the patient undergone a procedure to reattach the implantable lead wires. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The ra lead was explanted.